Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working. It had a blank display. They tried changing the battery but it still would not turn on. The customer¿s blood glucose level was 295 mg/dl. Troubleshooting was performed. The device had been bumped a few times. The customer reported that at one point they received an unexpected restart alarm. When they pushed a button half of the screen would show up. They had treated their blood glucose with a manual injection. They were advised to call back when they have a new battery. It was noted that the customer called back on the same day. They reported that they had inserted a new battery but the display did not return. The device will be returned for analysis.

Manufacturer narrative:
Findings: pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, unexpected alarm error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify unexpected alarm and musing segment/partial display due to blank display. Pump received with minor scratched lcd window, cracked belt clip slot, stained end cap sticker and cracked reservoir tube lip.